Event description:
It was reported that intermittent malfunction alarm occurred. The customer will continue to use the pump for method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.